Manufacturer narrative:
Analysis of the ins, model 3058, (B)(4), found the setscrew backed out too far. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a setscrew failure that occurred during a procedure. The hcp was unable to tighten the setscrew. No factors noted to have led to the event. Troubleshooting noted the hcp removed the lead, setscrew wound out, and retired several times, the torque wrench premature clicking without the screw tightening over the lead, and the lead pulled out easily each time. A new implantable neurostimulator (ins) was used, which connected correctly, and was implanted. The issue was noted as resolved. No symptoms were reported. There were no further complications reported and/or anticipated.